Event description:
During shoulder procedure the camera had flickered, took pictures, went to lavender and back to normal. This occurred intermittently, dry connector - wiggled cable and got a discoloration. This was the second use of this device. There was a one-hour delay in the procedure. Left numerous messages for additional informtion with the customer without success.